Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this ventricular lead was implanted and three days later presented with ventricular loss of capture. A chest x-ray discovered, the lead had perforated the pt. The lead was repositioned successfully. No adverse pt effects were reported however, the pt did have fluid in the cavity. The lead remains in service and no further issues have been reported.